Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported the lead right ventricle lead (rv), was explanted due to a break in the insulation. The device was replaced without any adverse effects to the patient. It was not indicated whether the device will be returned for analysis.